Manufacturer narrative:
Trouble-shooting at the time of the procedure, the medtronic representative determined it likely they may have initially seated the frame incorrectly or that the frame had been bumped while going sterile. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. They had registered the patient and checked accuracy, however, after going sterile the surgeon deemed being off by approximately 2-3 centimeters. No specific direction of the alleged inaccuracy was provided. The surgeon had used the navigation already for marking the entry and was able to proceed with the remainder of the procedure without navigation. There was no delay of therapy. There was no impact on patient outcome.